Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # 0533050000-2020-8154. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a large air bubble was found in the as lvp 20d 1.2m line near the base of the filter. The following information was provided by the initial reporter: "patient's PICC line tubing was changed in evening for line change day. Patient was fussy and while trying to settle baby discovered air bubble that was significantly large at the base of filter. Filter was not functioning properly and bubbles were passing through had to pull from the line to remove air bubble."

Event description:
It was reported that a large air bubble was found in the as lvp 20d 1.2m line near the base of the filter. The following information was provided by the initial reporter: "patient's PICC line tubing was changed in evening for line change day. Patient was fussy and while trying to settle baby discovered air bubble that was significantly large at the base of filter. Filter was not functioning properly and bubbles were passing through had to pull from the line to remove air bubble."

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that while changing the patients PICC line tubing, there was a large air bubble at the base of the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 20075125 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.